Event description:
Vocsu ventilator allegedly stopped working. It a plugged in to ac power and allegedly stopped working or no apparent reason. It did alarm continuously. Patient was in the hospital for respiratory problems prior to the alleged device problem. She was using her home vent while in the hospital. Mother reported vent started alarming and stopped ventilating. Mother responded immediately, switching patient to her back-up vent. Mother highly skilled with home vents and was able to intervene immediately; there as no harm to patient. Reporter's email; (B)(6).